Manufacturer narrative:
At a follow-up appointment with the implanting clinician, the patient disclosed she had bent a few times following the implant procedure despite being instructed by the clinician to avoid substantial physical movement until the implant site healed. The implanting clinician inspected the wound and determined the device had not eroded, but the wound seemed infected. Antibiotics were prescribed (name, dosage, frequency, unknown). At a follow-up appointment on (B)(6) 2021, the implanting clinician prescribed additional antibiotics and requested an additional follow-up appointment. No further action was needed at the time of the follow-up. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, patient engaging in strenuous activities, implanting a non-sterile device, not prepping the skin, using inappropriate tools, multiple tunneling attempts, and patient interfering with the wound have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the questionnaire shows that the device was implanted at an off-label location. In addition, the implanting clinician did not irrigate the surgical site with an antibiotic solution before closure, which may have led to the infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used for the treatment of pain. The cause of the infection is due to clinician user error and not irrigating the surgical site with antibiotic solution prior to closure of the incision. Additionally, the patient's bending movements may have contributed to the event.

Event description:
Patient stated that there was foul smelling drainage coming from their incision site and it was tender to touch.